Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that steadily rising and high thresholds and high impedance were noted on the right ventricular (rv) lead. Possible lead crush was also noted. During a routine changeout procedure the physician attempted to revise the lead however he could not gain venous access. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.